Event description:
Olympus was informed that during a therapeutic lithotripsy, the physician attempted to remove the ultrasonic lithotriptor from the patient, and noted that a quarter of the device had remained in the handpiece, with the other section remaining in a single large piece in the patient. The remaining piece reportedly extended out of the patient. The portion of the device that remained in the patient did not have sharp edges, and was retrieved. The procedure was completed with the use of another handpiece. There was no patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The probe was returned in two pieces, and was found to be fractured approximately 80 mm from the base of the probe. There were deep scrapes and indentations on the exterior surfaces of probe near the fracture joint. Based upon the findings, it appears that the probe contacted a hard surface while being operated. The probe will be forwarded to the original equipment manufacturer (OEM) for further investigation. (B)(4). This medical device report is being submitted in an abundance of caution.